Manufacturer narrative:
(B)(4). The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the lead was first tested on the pacing system analyzer (psa) after being positioned. The pacing impedance measurement was 500 ohms and the pacing threshold value was at 0.4 volts. The ra lead was then connected to the implantable cardioverter defibrillator (ICD) and the measurements were repeated. The pacing impedance measurements were above 3,000 ohms and there was no capture. The ra lead was disconnected and tested again on the psa but the results were the same. There were no issues inserting the ra lead terminal pin into the header. In addition, there were no anomalies noted with the ra lead under fluoroscopy. The physician decided to extract this ra lead and replace it with a new one of the same model. No adverse patient effects were reported.